Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was short of breath and asked for help to change the rate response. The device is still in use. No patient complications have been reported as a result of this event.